Manufacturer narrative:
(B)(4). Concomitant medical products - palacos r 1x40 single, catalog#: 00111214001, lot#: 67684200, qty 2, nexgen knee gender solutions female (gsf) femoral components-femoral, catalog#: 00576401451, lot#: 61123516, nexgen complete knee solution-tibial, catalog#: 00599602801, lot#: 61193828, nexgen lps-flex prolong highly crosslinked polyethylene articular surfaces, catalog#: 00596202210, lot#: 61154877. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02951, 0001822565-2017-02957, 000182256-2017-02958, 0001822565-2017-02959, 0001822565 - 2017-02960.

Event description:
It was reported that patient underwent left total knee arthroplasty and was revised eight (8) years post implantation due to pain, instability and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. As per package insert, loosening and joint instability are known risks of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.